Event description:
The hcp reportedtaht the baclofen dose had gradually been increased over the summer due to increased spasticity. Overdose symptoms began approximately 12 midnight of the day of surgery. He became more responsibive by 6 a.m. Increasing throughout the day. The baclofen dose was gradually increased prior to discharge. The patient is continuing to have dose adjustments and has requested catheter study due to recent injury.

Event description:
The patient underwent catheter revision. The pump had been programmed to deliver baclofen 1331 mcg/day, but following the revision, the pump was programmed to deliver 800 mcg/day as it was believed that patient was not receiving the programmed dose. Eight hours later, the patient reported a decrease in tone and the pump rate was increased to 1000 mcg/day, a few hours later, the patient developed signs of "overdose" presenting with semi-conscious state. Hypotension (bp 76/39), pulse of 54 and respiratory rate of 6/minute. The pump was stopped at that time and the patient observed until the following day when the symptoms subsided.the 2000 mcg/ml drug was removed, the pump rinsed and refilled with 500 mcg/ml concentration. The hcp indicated that she planned to access the catheter access port and remove the drug still remaining in the catheter and pump tubing. The hcp planned to restart the patient at a dose of 50 mcg/day.